Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018,. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gablofen 2000 mcg/ml; 648.8 mcg/day via an implantable pump. Indication for use was cerebral palsy and intractable spasticity. Concomitant medication includes cymbalta, relistor, movantik, prilosec, baclofen prn (as needed), ceftin, and neurontin. The date of the event was unknown. It was reported titration of medication from 554 mcg/day in (B)(6) 2017 to 600 mcg/day in (B)(6) 2017 to 648.8 mcg/day in (B)(6) 2017 to maintain therapeutic effect. The patient was evaluated by the neurosurgeon for a pre-op appointment pending expected eol (end of life) pump replacement. The neurosurgeon requested that the managing clinicians do a prophylactic x-ray and dye study to ensure no potential catheter issues. The residual volumes versus the expected volumes have been consistent at prior refills. On (B)(6) 2018, the hcp was unable to withdraw medication from the catheter via the catheter access port (cap) during the dye study so the procedure was aborted. Surgical intervention occurred. Upon disconnecting the existing catheter from the pump, there was no spontaneous retrograde flow of cerebrospinal fluid (csf) from proximal end of catheter. An inflammatory mass was suspected. No environmental/external/patient factors may have led or contributed to the issue. The entire catheter was explanted and replaced on (B)(6) 2018. The most distal end of 23.5 cm from the explanted catheter was sent to the hospital lab to check for inflammatory mass. The remainder of the explanted 54.3 cm catheter and the explanted pump will be sent back to the manufacturer. Patient status was alive - no injury. The issue was resolved. The patient started at 100 mcg/day post-op on (B)(6) 2018 and was admitted into the hospital for medication titration. On (B)(6) 2018 the pump was increased to 150 mcg/day. Patient weight (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: 2018 (B)(6) product type catheter: update correction: the catheter was previously reported as serial# (B)(4). The correct catheter is serial# (B)(4). Patient code (B)(4) no longer applicable to the event. Recall notification z-1151-2008 is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). No inflammatory mass was noted. The cause of the inability to withdraw medication from the catheter and no cerebrospinal fluid (csf) flow was not determined. Csf was noted at the disconnection of the catheter. Per clinic notes: findings: catheter placement approximately at the thoracic 8 vertebral level. Good flow of cerebrospinal fluid through all stages of the catheter including spinal reservoir tap. Satisfactory programming settings: 686 mcg of baclofen priming bolus as well as a daily dose of 100 mcg per day. The concentration was 2,000 mcg/ml with a total reservoir 40 ml. Indications for procedure: the patient was referred for pump end-of-life. The patient had substantial benefit from intrathecal baclofen therapy, however, has not responded to recent increases of dosages. A recent catheter study failed to withdraw csf. The hcp recommended removal of the prior catheter and replacement with a new pump. The patient's history, physical and laboratory values were made available to anesthesia, the patient was deemed an acceptable risk for this type of procedure. Description of procedure: after the patient was placed under general anesthesia, the patient was positioned left lateral decubitus on the operating room table. An axillary roll was placed underneath the axilla. The patient's arm was held in cradle. The patient was placed in a beanbag which was tightened around the patient's body surface. Once the patient was sterilely placed on the operating room table and meticulously padded in position with the help of anesthesia the patient's skin was cleaned with chlorhexidine scrub followed by an alcohol skin scrub followed by a chlorhexidine containing skin paint. After final surgical draping/ a final surgical pause was performed with all members of the operating room staff indicating the patient by name, side, site, operation to be performed and all other information as required by hospital policy. Perioperative antibiotics were given in the form of intravenous (IV) ancef. Then, 20 ml of 0.5% lidocaine with epinephrine were injected in skin and subcutaneous tissues at the 2 planned skin incision site. First, the posterior lumbar region approximately lumbar 3 ¿ lumbar 4 interspace as well as in the right abdominal plane placement of baclofen pump. Attention was first turned towards the placement of the subcutaneous pump reservoir. A #1o blade was used to reopen his prior incision of approximately 10 cm through the skin and subcutaneous tissues. Bipolar and unipolar cautery was used to maintain hemostasis. The prior pump was removed from dense scar. Incidentally, his prior pump had previously been placed partially submuscular. The catheter was disconnected, without flow of csf. The catheter was cut, again without flow of csf attention was then turned towards the posterior incision. A #10 blade was used to reopen his prior incision in the midline. Unipolar and bipolar cautery was used to elevate a small subcutaneous pocket immediately dorsal to the paraspinal fascia. The prior catheter was disconnected from the retention device and removed. The tract was injected with fibrin glue and two purse string sutures were tied around the exit site. A tuohy needle was then directed to the l3-4 interspace for a cranially directed spinal puncture. There was easy and brisk flow of spinal fluid at the first pass. The tuohy needle was turned upright, and the catheter was then advanced under fluoroscopic guidance to approximately thoracic 8 interspace. Wire was pulled from the catheter with good flow of spinal fluid from the proximal catheter. The anchor was used to anchor the catheter at the paraspinal fascia using ethibond suture. Catheter was then tunneled subcutaneously to the abdominal pocket. There was good close of spinal fluid after tunneling of the catheter. Catheter was then connected to joining catheter provided by the system and counter locked as per the manufacturer's guidelines. The joining catheter was then connected to the synchromed ii pump. Once the catheter was connected to the synchromed pump, a 27-gauge needle was used to access the spinal fluid port with excellent withdrawal of cerebrospinal fluid. The pump was then sutured in place it1 the abdominal pocket using ethibond suture. Both incisions were copiously lavaged with normal saline and bacitracin. The redundant catheter was tucked behind the baclofen pump without obvious kinks. Both skin incisions were closed in multiple layers in suture technique using combination of 3-0 vicryl. A 4-0 monocryl was tied in a subcuticular fashion at the anterior abdominal incision. Dermabond was applied to both the skin incisions. After the conclusion of the case, the electronic pump was reprogrammed, using a hand-held antenna atop of the subcutaneously-placed programmable pump. The reprogramming consisted of changing the settings as listed above. The pump was reinterrogated and confirmed to be at the settings as listed above. All needle counts and sponge counts were correct times 2. Admission (discharged) on (B)(6) 2018 the patient awoke in the post anesthesia care unit (pacu) in stable condition.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: catheter, serial # (B)(4). The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found coring-tears-cuts in seal/no leak seen in lab and no leak allegation; no significant anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; lot#: serial#: (B)(4); implanted: on (B)(6) 2014; explanted: on (B)(6) 2018; product type: catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was surgically observed, on (B)(6) 2018, and no flow from the catheter was seen when access in the or during elective pump replacement for end of service. The device diagnosis was catheter occlusion. It was indicated the event was related to the device or therapy and unlikely related to the implant procedure. The device disposition was unknown. The event was noted as ongoing.